Event description:
Ous MDR - after an implantation period of about 76 months, oversensing with inappropriate shocks was reported. Pacing impedance values were > 3000 ohm. It was further reported that during the long explant procedure, the proximal coil remained in-situ. The explanted part of the lead was returned to biotronik. No additional adverse patient side effects have been reported.

Manufacturer narrative:
As mentioned in the complaint description, the lead had been dissected during the explantation procedure. Three fragments were returned for analysis whose performance was scrutinized. There were several abrasion marks detected along the lead body. In the distal part of the lead, the insulation and the coating of one of the conductor cables were found rubbed through. This finding can be considered to be the root cause of the oversensing issues mentioned in the complaint description. In this area, the conductor cable to the ring electrode was found fractured which can be considered to be the root cause of the high,out of range pacing impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as deformations of the distal shock coil, the conductor cables and the fixation mechanism most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.